Event description:
The dealer states that the unit has 42 hours on it. The dealer states that the unit is yellow light alarm. The dealer states that the purity is below 82%. The dealer states that the device is then shutting down. No further information is available. (B)(4). Caller alleged that the unit has low out put.